Manufacturer narrative:
Concomitant medical products: product ID: 37702, product type: pain stim ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient passed away four hours post implant of the leadless implantable pulse generator (ipg). The cause of death is unknown. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician did not know if there was an allegation against the device but it was 'not felt to be'.